Manufacturer narrative:
The device was received not deployed. Inspection of the fluid path components found no evidence of the user having attempted to fill the pod. All three battery voltages were measured to be lower than expected. It was observed that the bottom battery was swollen. Multiple attempts were made to download the data from the pod with all being unsuccessful. The pod was attached to a power supply in an attempt to connect the pod with the master pdm, however this was unsuccessful. The pcb assembly was removed from the pod and attached to the source meter. It was observed that once the pcb was attached to the power supply, the current of the pcb reached 2.89 ma. This indicates a leakage pathway within the pcb assembly resulting higher current than expected. The investigation determined the inadequate pcb assembly resulted more current than expected inside the batteries which contributed to the battery swelling. Visual inspection of the pcb assembly found no damages or defects that would contribute to its inadequacy. The exact cause of the inadequate pcb assembly could not be determined. Without the pod data, it could not be conclusively determined if the pod successfully activated upon fill or if the inadequate pcb assembly prevented the pod from activating upon fill and generating a double beep. The cause of the reported no double beep after fill could not be conclusively determined.

Event description:
It was reported the patient's pod did not double beep after the fill process.